Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an impact av access was used to treat the left arm brachiocephalic. Approximately 9 months post procedure patient suffered recurrent stenosis of left subclavian vein. Patient underwent revision of left subclavian vein with recurring left-hand swelling. A balloon angioplasty was performed. This procedure was for a non-target lesion. Medtronic dcb was used during this procedure and the index target lesion was not treated during this procedure. Patient recovered. The cec assessed the event as related to the target lesion.